Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address aseptic loosening.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database did not show any other reports against the provided product and lot combinations. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number(B)(4). Reason for original complaint: clinical study(B)(4) subject (05-013) aseptic loosening dates and ae to be confirmed date of revision=(B)(6)2011 dos=(B)(6)2006 dob=(B)(6). Update received: rcvd from clinical - ae rec'd 10 january 2017 - right knee - the previous ae was updated to indicate the patient had aseptic loosening of the femoral and tibial components. Notification was after an update to the clinical system - after speaking to clinical dept we have new info for com - surgeon and lot number tib tray. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.